Event description:
The customer reported that the battery was not holding a charge. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Mailed MDR initial to FDA: emailed (B)(4).